Manufacturer narrative:
The site initially provided the event information to medtronic on (B)(6) 2011. Medtronic then notified ge healthcare on (B)(4) 2011. Medtronic informed ge healthcare that they submitted a report to the (B)(6). As the device was not available for evaluation, a device history record (DHR) review was conducted. The DHR indicates the proper materials and manufacturing methods were used to produce this lot of materials. If the device is returned, evaluation will be performed and a follow up report submitted. There are no further actions planned at this time.

Event description:
It was reported that a pt expired after placement of a subclavian catheter. The customer reported the physician performed three subclavian punctures, implanting the catheter with the safesheath introducer which the physician reportedly felt was "too stiff". The pt was transferred to intensive care after the procedure. After an unspecified length of time, the pt became hypotensive and was transferred back to the operating room where a subclavian tear was noted and the pt expired.